Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The patient refused to return the device.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin. The patient fainted, lost consciousness and went into a coma. An emergency was called, and the patient was hospitalized. She was under an intensive care treatment for two weeks. Detailed information regarding treatment was not provided.